Event description:
The customer reported e226 occurred during an unspecified therapeutic procedure involving an olympus flex deflectable videoscope and a concomitant electrocautery knife. After restarting the power supply, it became usable again, but when the electrocautery knife was used once more, e226 occurred again and it became unusable. The error e226 occurred a total of three times when the electrocautery knife was used. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.